Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that it "seems like it is zapping my sciatic nerve on all 4 settings". Pt inquired if there are any adjustments that can be done. Pt mentioned they called one other time (agent unable to locate call) and stated they thought at that time they were able to adjust programming remotely (pt stated this was for normal therapy optimization; no allegations made regarding previous call). Pt clarified starting yesterday pt has been feeling a zapping sensation on all 4 programs. Pt reported it's "just all in my butt area" and reported it's not a pleasant feeling. Pt stated feeling in the same area on all programs. Pt stated it would "usually go in the front" (agent unclear what pt meant by this). Reviewed therapy/stimulation overview. Pt stated they have done a lot of gardening recently but confirmed no trauma to the implant site/falls. Pt reported they have been "walking like a penguin" due to this. Walked pt through connecting with ins and recommended decreasing stim until feeling comfortable or turning off ins until pt speaks with hcp. Pt stated they have already left a message with their hcp. Pt changed program and decreased stimulation on the call and confirmed it felt better and pt was no longer feeling zapping. The troubleshooting steps that were taken on the call resolved the issue. Pt was redirected to hcp to further discuss issue.